Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Memory review confirmed the device reverted to safety mode due to resets. The safety mode was cleared, and primary operation was noted. The device reverted to safety mode during a high voltage charge. The device case was removed. With external power applied the device completed a high voltage charge without reverting to safety mode. The battery was connected back onto the circuit and the device again completed a high voltage charge without reverting to safety mode. High power visual inspection of the hybrid circuit noted no anomalies. Therefore, the cause of the safety mode could not be established.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.